Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of rf telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the field anomaly was caused by a firmware error.

Event description:
It was reported that prior to implant, while still in sterile box, during interrogation with the rf wand, the device displayed the message please locate device, then device located. The device toggled between these two messages during the attempted interrogation. This device was not implanted.